Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as red. The patient stated she has sensitive skin with nickel. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a shower gel and a lotion by a physician. The patient used a lotion with salicyric and benzoic acid. Follow up indicated irritation improved.